Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the imaging system did not take the 3d spin of a patient. Site rebooted the system to resolve the issue. System was not in thingworx for remote logs. This issue occurred intraoperatively and caused 5 minutes surgical delay. There was no impact on patient. No additional information was provided.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. B17,c20,d15,g02008 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.